Event description:
During t2 recon nail surgery, the surgeon drilled the hole for the lag screw hole of the nail by the cannulated step drill. At that time, the surgeon felt that the step drill had contact with the screw hole of the nail. Therefore, the surgeon turned by the hand removing step drill from the power tool and used the step drill. Afterwards, when the surgeon had inserted the step drill, the broken piece of the tip of step drill was seen in the radiography image. The broken piece (about 3mm) was in femoral neck and the lateral. And, the broken piece was not able to be removed. Afterwards, the surgery was completed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.